Event description:
It is reported that the device was implanted in 2006. Revision surgery occurred in 2007, due to dislocation.

Manufacturer narrative:
Risk analysis states that if a surgeon uses a head with an incorrect diameter, neck length, or taper type, the head will not articulate with the proper liner, will not be adequately stable, and/or will not mate properly with the stem taper. The liner and head in question were a zimmer-approved combination. Cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.